Manufacturer narrative:
(B)(4).

Event description:
The physician indicates: patient male, (B)(6), he took along with urology surgery for a radical cystectomy, resection of the urachus and the construction of an ileal conduit der flank. Successfully evolved from surgery, the seventh postoperative day, the patient received treatment for assistance mistakenly cough. Causing this a hernia wound why it took surgery, tissues were found in poor condition, he proceeded to make layered closure again four days later the patient after going successfully evolve on exertion again has a hernia so again is taken to the operating room with the idea of placing a mesh. However to explore, the patient found the wall in poor condition likewise find a collection which was drained and the presence of a stoma, so it was decided to place a biologic mesh type permacol approximately 25 by 30 inches. The patient tolerated the procedure is approximately appropriately rated 4 months postoperative. The patient initially presented from a hole about 3 mm in the distal third of the would which initially drained material, yellow and without presenting coffee odor. For about a month the patient stopped draining, closing this hole. A month ago, the patient had an intestinal obstruction that required hospital management where we did a CT finding minimal space below px would and mesh perfectly well placed. However, the patient back home with drainage draining the site above, changing the characteristics of the drainage to a rich green and smelly drain which sent reporting a enterococcus culture which was managed with antibiotics, the patient continues to drain has been added output compatible material with mesh fragments which we have seen and photographed at the clinic. The latest development culture an e. Coli.